Event description:
While attempting to remove the drain, physician's assistant encountered some resistance which required him to pull the drain a bit more forcefully. However, before he was able to put a large amount of force, the drain already snapped. Patient returned to surgery for removal of drain tubing fragment.